Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. Upon receipt, the monitor was fully functional and able to detect and treat a patient. Electrode belt sn (B)(4) has not yet been returned. Device evaluation of the belt was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the event. There were no deficiencies alleged against the equipment. Monitor sn (B)(4) - 03/2014 (reuse). Electrode belt sn (B)(4) - 04/2014 (reuse).

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient passed away on (B)(6) 2015. The lifevest (lv) detected an arrhythmia at 08:23:27. The patient's ECG strips show ventricular fibrillation (vf). The patient was treated appropriately treated 24 times for vf between 08:24:03 and 11:44:14. Treatment 2 was delivered in response to vf. The post-shock rhythm was post-shock asystole with occasional cardiac activity. Treatments 12 and 13 were delivered in response to vf. The lv was unable to convert the vf, and therefore the post-shock rhythm was vf. In addition, the patient received 4 additional shocks during that time. Treatments 22, 25, 26, and 27 were delivered in response to CPR artifact. The post-shock rhythm of these treatments was CPR artifact. The patient's flag show that one non-lifevest shock was delivered for vf at 11:53:47. The response buttons were not pressed during the entire event. The patient passed away later that day while in the emergency room.